Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer stated that the key pad was not fully responsive. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.